Manufacturer narrative:
The facility reported the advantage plus automated endoscope reprocessor (aer) computer screen indicated that an endoscope reprocessing cycle "failed" with a "minor leak" error during the endoscope high level disinfection (hld) reprocessing cycle; yet, the endora endoscope tracking system displayed a "pass" result. Through investigation, medivators r&d has determined this is a malfunction within the communication script between the aer and endora. The discrepancy has been resolved within the latest release of the software. This software malfunction presents potential user inconvenience or confusion. The facility reported that the endoscope was not used in a patient procedure and was sent in for repair. The discrepancy only occurs when the aer detects a "minor leak" but as intended, continues with the reprocessing cycle to allow the endoscope to be disinfected prior to repair. Per the aer user manuals, users are required to perform preliminary, manual leak test and clean each endoscope prior to reprocessing in the aer, thus a leak should be detected prior to placing the endoscope in the aer. Additionally, the user manuals warn users that "if a machine detects a leak in the endoscope, do not use the endoscope on the patient." The user would review the aer computer screen when the reprocessing cycle is complete, the operator must perform a minimum required concentration test of the hld, indicate this on the computer screen and remove the endoscope from the basin of the aer. If there is a cycle failure, it is very obvious to the user as the screen clearly indicates a failure in red. There have been no reports of patient injuries or adverse events related to this discrepancy. Review of this complaint indicates there is potential of user inconvenience or confusion. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
The facility reported the advantage plus automated endoscope reprocessor (aer) computer screen indicated that an endoscope reprocessing cycle "failed" with a "minor leak" error during the endoscope hld reprocessing cycle; yet, the endora endoscope tracking system displayed a "pass" result. Through investigation, medivators r and d has determined this is a malfunction within the communication script between the aer and endora. The discrepancy has been resolved within the latest release of the software. This software malfunction presents potential user inconvenience or confusion.